Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance in (B)(6) 2024 and high sic (sensing integrity counter) count. A possible fracture was suspected. The rv lead was explanted and replaced. It was noted that during the rv lead revision procedure the physician found the rv lead was partially broken in the subclavian access. The physician believes this was due to the implanting technique of subclavian vein access that led to the fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10:  407652 lead; implant date: (B)(6) 2019; explant date: (B)(6) 2025. Ddmc3d4 ICD; implant date: (B)(6) 2019; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.